Event description:
It was reported that three days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the lesion being treated was a very tortuous, 99% stenosed left anterior descending (lad) lesion with slow flow. An ebu 3.5 guide catheter and a bmw guide wire were used via femoral approach to assist the physician to predilate the lesion with a maverick2 2.5 mm x 12 mm. This led to a small dissection and it was decided to place a taxus express2 8.8% 2.75 mm x 16 mm to repair the dissection and treat the lesion. The physician successfully deployed the taxus stent and noticed some dissection on the proximal section of the vessel. At this point a 3.0 mm x 12 mm taxus express2 8.8% was deployed overlapping the first taxus stent. These stents were successfully deployed at 14 atms. A 2.75 mm x 12 mm maverick balloon was used to postdilate the distal edge of the stent. There was 0% stenosis with slow flow which became no flow. Large amounts of adenosine and small amounts of nitroglycerin were administered to the pt. An intra aortic balloon pump (iabp) was placed at this time. The pt was transferred to the ccu in critical condition. Three days later, the pt was brought back to the cath lab with anterior st elevation and chest pain. Repeat angiography revealed occlusion of the proximal lad stent. The obstruction was crossed with a pt2 wire into the diagonal. A bmw wire was placed into the lad. Balloon angioplasty using a 3.0 mm balloon was performed. IV heparin and IV reopro were administered. The pt was hypotensive initially and became more so now, so IV dopamine, IV levophed, and IV dobutrex were started. Angiojet thrombectomy was then performed. Another iabp was placed. Multiple 3.5 mm balloon inflations were performed inside the originally placed taxus stents presuming they were underdeployed. It was then evident that there was a proximal and distal dissection extending from the original stents. The proximal dissection was covered with an express2 3.5 mm x 16 mm stent. More distally, 3 stents were required as the dissection propagated with each distal stent that was placed. A 3.0 x 12 express2 followed by a 2.75 x 12 express2, followed by a 2.5 x 12 express2 stent were placed. Finally an excellent angiographic result was obtained. The pt stabilized and the procedure was completed. A 2d echo revealed no pericardial effusion. The pt was discharged from the hospital eleven days later. Same case as MFR #6000093-2004-00358.